Manufacturer narrative:
Additional information was received that no information can be obtained from the patient. No further course of action at this time.

Event description:
A report was received that the patient was not able to charge the ipg and was having remote control to ipg communication difficulty. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg and was having remote control to ipg communication difficulty. The patient will undergo a revision procedure wherein the ipg will be replaced.